Manufacturer narrative:
According to follow up with the customer, the service activity has been canceled and the device is going to be disposed off. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t was contaminated and failed disinfection test there is no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no known patient involvement. H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11: livanova deutschland manufactures the heater-cooler system 3t. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H11: despite follow up attempts were made to gather information about customer's cleaning and disinfection procedures, no information was provided. Complaints database was reviewed and no similar event was reported since unit installation in 2023. Based on the available information, it cannot be excluded that the source of the contamination was related to the location where the device was used and remains unknown. The risk is in the acceptable region. Livanova has implemented a strategy to progressively decrease the probability of bacteria grow in the hc device by applying multiple measures implemented over the past few years through dedicated CAPA. Livanova will keep monitoring the market.

Event description:
See initial report.